Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) exhibited high pacing threshold measurements as the lead was found out to be dislodged during the procedure. As of this time, this lead remains in service. No adverse patient effects were reported.